Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system was previously in the hospital due to a heart attack, and the ICD was turned off at that time. Now they wanted to turn the device back on, and the physician directed the patient and her family to call technical services (ts) to see whether this could be done remotely. Technical services (ts) explained that it could not and referred them to the physician to make an appointment to turn on the device. This ICD remains in service. No adverse patient effects were reported.